Event description:
Reporter alleged the customer obtained a result of 89 mg/dl on the compact plus system compared back to back with a result of 29 mg/dl on the paramedic system when testing was performed within 10 minutes. Reporter stated the customer was not feeling well, had just awoken and was unresponsive when the results were obtained. Reporter stated the paramedics treated the customer with glucose intravenously. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.